Manufacturer narrative:
The device was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be operating as intended, with no allegations of deficiency. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Event description:
A patient implanted with a permanent evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. Prior to the explant, troubleshooting was performed to confirm device function and improve the patient¿s pain relief. The evoke scs system was confirmed to be operating as intended. It was additionally reported that during the patient¿s trial period, the patient did not report significant pain relief from the evoke scs system¿s therapy. The patient and implanting physician made the determination to proceed with permanent implant of the evoke scs system.